Event description:
The customer observed a falsely elevated ca19-9 result while using the architect ca19-9xr assay. The customer indicated an initial result of 68.07 u/ml and a retest result of <2.00 u/ml. The customer used the specimen to test for reproducibility. Of the 10 replicates, eight of the results were <2.00 u/ ml and the other two results were 2.02 u/ml and 2.41 u/ml. Although the results of <2.0 u/ml is a flagged result and below linearity for the assay, the customer used the reproducibility study for patient management. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed utilizing lot 29134m500. In addition to the accuracy testing, an analysis utilizing field data was completed to determine if the median patient values have shifted over time. The analysis concluded that all reagent lots read patient results consistently therefore determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent, list number 02k91, lot 29134m500, was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.